Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral intravascular procedure, the radiopaque marker band detached within the patient. The physician had acquired arterial access, and while manipulating a micro catheter through a ruc catheter, the marker band detached from the catheter yet remained on the guide wire. The marker band was successfully captured and removed with the assistance of a small peripheral balloon. The patient tolerated the procedure well. No additional injuries or consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to the use of the device with another non-compatible device and significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.